Manufacturer narrative:
On 01-jun-2016 product investigation results: the reporter returned one toothbrush head on 11-may-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Each brush head lost the tiny screw making the head wobbly [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that the last two oral-b precision clean brushheads from the pack that he or she recently used were defective, elaborating that each one lost the tiny screw making the head wobbly in only one month when used with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he or she usually used the brush heads for three months, and rarely had a problem before with them; he or she reported that occasionally this had happened, but not within one month and twice in a row. The consumer had been a user for many years. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Each brush head lost the tiny screw making the head wobbly [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the last two oral-b precision clean brushheads from the pack that he or she recently used were defective, elaborating that each one lost the tiny screw making the head wobbly in only one month when used with an oral-b rechargeable toothbrush, version unknown. The consumer stated that he or she usually used the brush heads for three months, and rarely had a problem before with them; he or she reported that occasionally this had happened, but not within one month and twice in a row. The consumer had been a user for many years. No symptoms developed.